Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dvbb1d4 ICD, implanted: (B)(6) 2014, 6935m62 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall. The svc coil on the right ventricular lead was noted to have fractured. The lead was capped and replaced. Years later the lead began to erode through the patient's skin. A portion of the lead was cut and sent for analysis with no infection noted. The lead was recapped and buried. No patient complications have been reported as a result of this event.